Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) was confirmed. Upon investigation the monitor converter was charging the capacitors too slowly. Root cause analysis is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report a service code 102 (charge profile fault). The pt was issued a replacement monitor.